Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert was triggered from oversensing. At the physician's office the electrogram showed noise, but oversening was not observed. The physician turned detections and therapies off until the lead could be replaced. A new lead was implanted. No patient complications have been reported as a result of this event.